Event description:
Livanova deutschland has received a report that, during a procedure, the roller pump was not turning on, rupture on circuit and blood got on it. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the s5 system. The incident occurred in united states. A livanova intiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication, livanova learned that the request for a visit of a livanova field service representative has been canceled, since the customer found that the pump was not fully plugged into the base. The issue has been solved as soon as the cable was correctly pushed. No further activity was needed. Based on the above, the root cause of the event was an accidental user error during the preparation and the setup of the hlm machine. Events solely caused by user error, with no other performance issue, that did not cause any death or serious injury are not reportable (refer to medical device reporting for manufacturers - guidance for industry and food and drug administration staff, in section §2.6). The event has been re-assessed as not reportable.